Event description:
Hill-rom received a report alleging that the patient's rib dislocated after vest treatment. The patient indicated that the ribs would heal on their own, and later stated that the ribs have probably healed by now. The unit was returned and evaluated - no malfunction was alleged nor found through the analysis.